Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade iii, pain, double capsule.

Event description:
Healthcare professional reported right side "seroma-late, capsular contracture baker grade iii, pain (mastalgia), and an increase in size". Healthcare professional later reported " double capsule". Device has been explanted and replaced with non-abbvie device.

Event description:
Patient reported "seroma, capsular contracture baker iii, pain (mastalgia) and an increase in size". Later healthcare professional reported " double capsule". This report is for the right side. Device was explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. Seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.